Manufacturer narrative:
Device analysis summary: the stent delivery system was received with several kinks: a kink in the stainless steel hypotube just proximal to the proximal deployment paddle, a bend in the stainless steel hypotube between the two deployment paddles, a kink in the catheter just distal of distal end of the stainless steel hypotube pathway in the catheter, and a kink just distal of the stent retainer of the inner guidewire lumen distal assembly. The safety locking pin of the sds was received in a loose position. The proximal end of the distal tip was received pulled distally over itself. The distal tip exhibits several witness marks of scratches along its length.

Event description:
A protégé everflex was being used to treat the right sfa and popliteal artery. The lesion was severely calcified with 100% stenosis (cto). There was no damage noted to the packaging and no issue when removing the device from the hoop/tray. Device was prepped with no issues noted. The thumbscrew/lock-pin was checked for securement prior to the procedure. The lesion was pre-dilated. The everflex was introduced into the body but would not cross the lesion. Further pre-dilation was performed. Delivery was very difficult due to the stenosis and the u-shape the stent catheter was forming at the sheath (wire was reported to be coming out of the sheath and looping back down, creating an u shape). Resistance was experienced but excessive force was not used. It is reported that the stent was difficult to deploy and that the physician experienced difficulties removing the delivery catheter. The delivery system caught on the stent during withdrawal. The everflex was post dilated and a viabhan stent graft was placed inside the stent. The patient is reported to be fine post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.